Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked; further described as "the cassette leaked and had solution spraying out the patient line, and sprayed solution all over the floor". This was identified during the initial drain step of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the event. During troubleshooting the patient stated that there was a hole near the connection of the patient line and transfer set. Renal therapy services (rts) assisted the patient to end the therapy session and remove the supplies. Rts advised the patient to contact their registered nurse. The patient would start over with new supplies when ready. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted the heat seal bead located at the patient connector to tubing assembly was damaged. Functional testing including leak testing, clear passage testing and clamp function testing were performed, and a leak was noted. The reported condition was verified. The cause of the event was determined, to be manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.